Event description:
It was reported that the device was not pumping any water through the tubes. Motor is not turning. Event occured during preventative maintenance. No adverse effects reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Functional testing confirms that the pump was not circulating. The reported failure was confirmed. The root cause of this event is the pump failure. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).